Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the patient demonstrated a decrease in stroke volume when he was seated and leaning forward. A chest x-ray was taken and revealed possible inflow valve misalignment, and an altered position in the lv pointing towards the posterior wall. The hospital was unable to take a waveform. A copy of the chest x-ray was sent to the manufacturer and the inflow valve misalignment was confirmed; however, the inflow valve conduit was not compromised. The patient remains in the hospital in auto mode with a rate in the 70's (bpm) and the flow is 4.5 - 5.2 lpm. When the patient is sitting upright his stroke volume is greater than 78 mls. When the patient leans forward, the drop in the beat rate is in the high 60's. The vad coordinator reported in late 2008, that the patient remains stable and there is no plan to address the position of the lvad, as the patient is capable of walking 5 minutes on the treadmill without any symptoms. The patient is currently awaiting a heart transplant.

Manufacturer narrative:
The patient remains stable and is awaiting a heart transplant. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.